Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (48-55 mg/dl). Reportedly, the pump settings needed to be adjusted. The customer required assistance addressing bg level with carbohydrates. Recommendation was made to discuss diabetes management with a health care provider.